Event description:
It was reported during ablation of the left pulmonary vein (lpv) in an atrial fibrillation (afib) procedure, the impedance rose by 30 ohm (from 110 to 140). The temperature was 35 degrees celsius, the output power was 35w, and the flow rate was at 15ml/min. The thermocool sf nav bi-directional catheter was removed once to check. It was found that blood clots were sticking to the proximal of the distal tip. The ring electrodes 1 to 4 had been outside of the sheath. The ablation target was lspv roof anterior. The physician stated that he did not push the tissue particularly stronger than usual. The physician wiped off the clots and the procedure was continued with the same catheter. It was confirmed that no acute stroke occurred after the procedure. The procedure was completed without patient consequence. Upon request, additional information was provided by the bwi field representative. It was not indicated if the user noticed any abnormal catheter irrigation before or after the event. It was unknown how long was the ablation delivered at the same site. The generator was in "power control" mode. The sizes of the blood clots are unknown and there are no pictures available. It is unknown which sheath was used.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4).